Event description:
Log file review indicated that two of the batteries also had a communication error.

Manufacturer narrative:
Corrections: b3, b5, h10. Product event summary: the controller and six batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(6) and due to momentary disconnections involving (B)(6). Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. There is no evidence of power source lubrication performed on the devices. As a result, the reported events were confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. A possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6). H3: yes h6: FDA results code(s): 213 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: date rec¿d by MFR. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product event summary: the controller and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to communication errors involving (B)(4) and due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Momentary disconnections were investigated internally. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650de / expiration date: 2016-09-30. UDI #: (B)(4). Return date: 2018-06-01. Device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650de / expiration date: 2016-09-30. UDI #: (B)(4). Return date: 2018-06-01. Device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650de / expiration date: 2016-09-30. UDI #: (B)(4). Return date: 2018-06-01. Device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650de / expiration date: 2016-09-30. UDI #: (B)(4). Return date: 2018-06-01. Device evaluation anticipated, but not yet begun. Mfg date: 2015-09-30. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650de / expiration date: 2016-04-30. UDI #: (B)(4). Return date: 2018-06-01. Device evaluation anticipated, but not yet begun. Mfg date: 2015-04-30. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650de / expiration date: 2016-04-30. UDI #: (B)(4). Return date: 2018-06-01. Device evaluation anticipated, but not yet begun. Mfg date: 2015-04-30. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller and associated battery exhibited power switching at greater than twenty-five (25%) capacity. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.